Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. The stapler 30 instrument was found to have one firing failure based on the instrument log review. The stapler 30 instrument was installed on an in-house system and fired on a test sheet using an in-house green reload. The instrument fired successfully two consecutive times, and the resultant staple-line was visually inspected. The cut-line appeared smooth and consistent, with no jagged edges or tearing observed. All staples were deployed and correctly formed into the proper b-shape. No abnormal noises were detected from the stapler 30 instrument. The sounds produced were consistent and not unusual. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h4 is blank because the date of manufacture is not currently available for this product.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the staples from the stapler 30 instrument were not complete and did not close correctly. A strange sound was also heard at the time of the event. A stapler release kit was not needed to remove the stapler 30 instrument. Another stapler instrument was used for the case. The procedure was completed with no further issue reported. No fragments fell inside the patient. No known impact or patient consequence was reported.